Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display and had issue with battery. The blood glucose level of the customer was 100 mg/dl. The customer stated that they tried 5 new batteries but the insulin pump was not accepting it. The customer also reported that the display did not return even after insulin pump restart. Troubleshooting was performed and the customer was advised to discontinue the use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. However, device received with corroded battery tube. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device was monitored and no blank display anomalies noted. Power connector plug in and locked in place properly. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No failed battery test noted during testing or in the device trace download.